Event description:
It was reported that pump time was incorrect. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow-up, and no additional troubleshooting or corrective actions were documented.